Manufacturer narrative:
Esc and act buttons did not respond due to flattened button dome switches. The insulin pump was tested with test keypad and had no frozen screen noted. Unable to verify an alarm due to unresponsive buttons. The time advanced properly. The insulin pump had a scratched display window.

Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. The battery was changed and the time clock was not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.